Manufacturer narrative:
9/10/1998- supplemental report sent to FDA. Additional date entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h6.

Event description:
The device was used during an endo nissen procedure. Reportedly, the safety shield would not retract when applied to tissue. The surgeon applied a new device. The hosp has reported that no pt injury occurred.